Manufacturer narrative:
227588 evaluation statement: the reported event of a pump alarming occlusion and check IV set could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the pump module alarmed for "occlusion" and "check IV set" prior to use and without an IV set loaded into the module. The patient's central line was patent and flushed without any occlusion or restriction. The device was returned with a completed repair tag. The module was replaced and the infusion started without any additional alarms. There was no report of patient harm. The facility¿s biomed confirmed a check IV set failure and replaced the check IV set assembly.